Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly programmed the pump's carbohydrate ratio setting. Customer's blood glucose level was 171 mg/dl. Tandem technical support educated the customer on how to adjust the carbohydrate ratio.